Event description:
The olympus representative reported (on behalf of the customer) that the visera camera control unit did not display an image. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h6 types of investigation code (testing of actual device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.